Event description:
(B)(4).

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc. From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment. The patient is a paraplegic and has had several flap surgeries to his coccyx from pressure ulcer related issues. The patient is not bed ridden and is up in a wheelchair most of the day. The patient complained that the cells in the head and seat section of the mattress were not holding air. The patient stated that his coccyx area now had a failed flap due to the deflated cells. Two replacement cells were ordered to repair the device. Arjohuntleigh requested to send defective cells for inspection. Additional information will be provided upon conclusion of the investigation.